Manufacturer narrative:
Analysis of the logs by the investigation team revealed that the issue was caused due to a known "fcib" issue. In case of failure during the acquisition of fluoro or record, there is a frozen image. During this failure the system will send x-ray without reporting any error message. The x-ray will remain with the frozen image until the operator releases the pedal. Once the pedal is released by the operator, the x-ray stops as per the specification and an "abort" message is displayed after 2.5 seconds and the image will get blacken. The operator needs to do a shutdown/power up to recover the system.

Event description:
It was reported that during a training session between the ge applications specialist and the hosp, the image froze on the live monitor and subsequent exposures were inhibited. This training session occurred prior to use of the system for an actual procedure. No pt involvement.